Event description:
Customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. This caused the customer's blood glucose level to exceed 500 mg/dl, though the specific highest value was unknown and simply displayed as "high." To address the elevated blood glucose level, the customer administered a correction injection manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.